Manufacturer narrative:
(B)(4).

Event description:
Distributer contacted dexcom on (B)(6) 2013 to report that on (B)(6) 2013 patient's receiver display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available. The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was performed and the test failed. A log review could not be performed, unit could not boot up. The reported event of an initialization screen without manual restart was confirmed. The root cause was determined to be moisture damage.